Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a pulse generator change out procedure, the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced. The patient was in good condition post procedure.